Event description:
It was reported that there was no tactile and auditory feedback during operating the ratchet during usage on the patient and the clip could not be uploaded properly.

Manufacturer narrative:
(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample appears typical. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no ratchet sound could be heard indicating that the internal ratchet ears are broken. The first clip was able to properly load into the jaws of the device and was successfully attached to over-stressed surgical tubing. This was repeated with the same result for the remaining clips. The sample was received with 6 clips remaining in the channel indicating that 9 clips were fired by the end user. Although the remaining clips were all able to fire properly, the broken ratchet could prevent the clips from properly loading into the jaws. It could not be determined what exactly caused the ratchet ears to break but a nonconformance has been opened to further investigate this issue. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip not loading" was not confirmed based upon the sample received. One device was returned. Upon functional inspection, all of the remaining clips were able to properly load into the jaws of the device and were successfully attached to over-stressed surgical tubing. However, the device was found to have broken internal ratchet ears which could affect the end user's ability to properly load and apply clips. The device was received with 6 clips remaining in the channel indicating that 9 clips were fired by the end user. Although the reported complaint issue could not be confirmed since all of the clips in the returned device properly loaded and closed, the broken internal ratchet ears could cause issues with the loading of the clips. It could not be determined what exactly caused the ratchet ears to break but a nonconformance has been opened to further investigate this issue.

Manufacturer narrative:
(B)(4). The device investigation is pending. The device history review for the product auto endo5 ml lot #73g1800525 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that there was no tactile and auditory feedback during operating the ratchet during usage on the patient and the clip could not be uploaded properly.